Manufacturer narrative:
Reference record (B)(4).

Event description:
As reported by the nurse, there was an error when the lot number was saved in the system. She stated that the expiration date of the tubes was checked before implanting them and the expired tubes are not used. Therefore, it can be said that the lot number was unknown, and there was no issue with expiration dates.

Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. The peg tubing was placed approximately 22 months after the expiration date. No post procedural complications were reported. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2020, the patient was diagnosed with a stoma site infection and was treated with oral cefuroxima. On an unreported date, the infection resolved.